Manufacturer narrative:
The product was not returned for evaluation by the facility, therefore; no evaluation cause or findings can be obtained.

Event description:
The manufactures reference number is (B)(4). The instrument broke inside the patient during a procedure. The surgeon was able to retrieve the instrument from the patient and the patient did not suffer any trauma. It happened towards the end of the procedure so there was only a delayed of approximately 5 minutes.